Event description:
It was reported that the silicone from the flexible drill driver cracked during surgery. A second device from another set was used to complete the procedure. It was confirmed that there was no debris in the patient. No consequences or impact to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h4, h6. Visual examination of the returned product pictures identified the black sheath is missing from the device. The spring of the device has bumps along the shaft and near the head the spring is unwinding. There are wear lines on the head of the device. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.